Event description:
A customer contacted baxter's technical service center reporting air bubbles in the patient line during a system error 2005 in day dwell 1 on the home choice (hc) . The technical service representative (tsr) instructed the home patient (hp) to cycle the power on the hc and resumed dwell, stopped dwell and had the hp manually drain. The hp would only drain 1 ml. The hp stated that there were air bubbles in the patient line and the drain line. The tsr advised the hp to start over with new supplies. The home patient (hp) contacted product surveillance (ps) on (B)(6) 2012 regarding the air in the lines. The hp stated he started over with new supplies and resumed therapy on the cycler. The hp contacted his peritoneal dialysis nurse (pdn) regarding the alarm and the air in the line. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in tubing without an alarm was not confirmed and the cause was not identified. During troubleshooting the patient stated that there was air in the patient and drain lines. Any air that might have been in the line should have been purged during priming. As a sample is not available for further evaluation and no use error was described that would have allowed air to enter the set, baxter is unable to confirm this issue or establish causality to a disposable issue. Patient was able to resume therapy with new supplies.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.